Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected. Customer¿s blood glucose was 210 mg/dl at the time of incident. Customer stated that alarm cleared. The insulin pump will be returned for analysis.